Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and a haptic tore off as the lens advanced towards the eye. There was patient contact but no injury.

Manufacturer narrative:
Evaluation: conclusions -a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.